Manufacturer narrative:
Device evaluation summary: the delivery system returned with the external slider in the home position. The rear handle components had been disassembled and a break was visible to the backend wheel screw gear. The backend wheel components and section of the screw gear were not returned. A jagged and uneven break was visible to the taper tip assembly at the end of the t-tube. The taper tip assemble had broken 1.0cm from the taper tip sleeve. The tube was jagged and uneven at the break site. The reported deformation and subsequent disassembly of the backend handle was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft was implanted during the endovascular treatment of a 88mm aaa. It was noted that the patient had a steep angulated neck and tortuous cia's. Mild thrombus at the proximal neck and right iliac calcification were noted. It was reported that during the index procedure the bifurcate was inserted into the patient to begin deployment. The device was deployed to the contralateral gate. During suprarenal stent deployment, a fracture in the screw gear of the delivery system was discovered. The physician disassembled the back end wheel and the suprarenal struts were deployed manually. The main body was deployed and removed and the spindle was recaptured manually. It was confirmed there was no damage noted to the delivery system or the device packaging prior to use. Per the physician the cause is undetermined but the device plastic was fractured. No additional sequelae were reported and the patients is fine.